Event description:
Caller reported that t:slim x2 pump battery would not charge. There was no adverse impact to customer¿s blood glucose level. Customer resolved issue by using original charging supplies, and pump began charging without requiring further assistance.